Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the lead was positioned inside the heart when the physician noticed the anchor sleeve had vanished. The lead was removed but the sleeve could not be located. The lead was repositioned with the reserve sleeve taken from the implant package. The lead was implanted and remains in use. It was further noted that after the procedure, the patient underwent a computerized tomography (CT) scan. The sleeve was located in the patient's pulmonal artery. Surgical intervention was performed to recover the sleeve. No further patient complications have been reported as a result of this event.